Manufacturer narrative:
During inspection and testing of the returned device, service found that the image noise during angle operation, and the image not appearing temporarily, was due to damage to the image pickup unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the image interference was due to a failure of the image sensor unit, a defect in the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be identified. In addition, service found fluid leakage due to a perforation in the universal cord caused by external factors, confirming the customer's reported issue. The forceps elevator was also observed to be worn. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device had leaked and was unusable. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, image noise was observed during angle operation, and the image would not appear temporarily. This report is being submitted for the malfunctions found by service during the device evaluation (image noise, image would not appear). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.